Manufacturer narrative:
The device was returned for evaluation, and it was confirmed that there was no image displayed. The patient device has a faulty board set causing no image with the 180 scopes. The olympus technician replaced the faulty parts and installed software version 4.10 and inspected to meet olympus functional standard. Attempts to obtain additional information are being made, but a response has not yet been received from the customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the evis exera iii video system center does not display an image. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section e2, e3, h4 and h6 the device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the device was a product before countermeasures due to a design change of the dr board, which caused the failure of the dr board.